Manufacturer narrative:
(B)(4) follow up for device evaluation. It was reported that a hard white substance was present on the outer surface of the needle. To support the investigation, one hundred eight-nine samples were received for evaluation by the quality team. Of these, one hundred eighty-eight samples were received in sealed blister packaging and showed no defects, imperfections, or foreign material. The remaining sample was received in an opened blister and exhibited an epoxy drip on the needle hub. This condition may result if a jam occurs at the cannulator. A device history record (DHR) review was completed for material number 305145, lot 5064152. The review identified no quality issues during production of this lot that could have contributed to the reported condition, and no related quality notifications were found. All processes and final inspections conformed to specification requirements. Verification of the cannulator confirmed correct settings and acceptable product flow. Based on the investigation and the returned-sample analysis, the customer-reported condition was confirmed in one sample.

Event description:
It is reported foreign matter. Verbatim: hard white substance on outer surface of needle.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. B3. The date received by manufacturer has been used for this field.